Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the third firing with a green reload. One green and white reload were used before this event. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device eventually open? No. If the device did not open, how was it removed from the tissue? The surgeon used another device to cut the tissue. Was there any damage to the tissue? If yes, how was this resolved? No. Were the forces to fire higher with previous firings? No. Were there any opening issues with previous firings? If yes, please explain. No. Were there any unexpected noises heard? If yes, when (closing, firing, when trying to open)? No.

Manufacturer narrative:
(B)(4). The analysis results found that the atg45 device was received in good visual condition and with a tr45g cartridge loaded in the device. The reload was received fully fired and with the lockout spring normal. In addition, the clamping mechanism was noted to be damaged; the anvil was locked in the closed position. The device was disassembled to verify the condition of the internal components; the yoke was found damaged where engages with the tube (yoke flange).the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.